Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-08291. Related manufacturer reference number: 1627487-2019-08293. Related manufacturer reference number: 1627487-2019-08294. Related manufacturer reference number: 1627487-2019-08295. Related manufacturer reference number: 1627487-2019-08296. It was reported that the patient was experiencing a fever. The physician noticed increased redness, swelling, and pus drainage from the cervical incision, and suspected an infection. It was confirmed that the patient has (B)(6) at both surgical sites. As a result, the patient's entire scs system was explanted. The patient is on intravenous antibiotics for at least six weeks.